Manufacturer narrative:
It was reported that the f4 jigs for two imprint cases were swapped - a size 5 right with a size 3 left. This error was discovered intra-operatively for sn (B)(4) (size 5 r case; size 3 l shipped). The surgeon did not realise they had the incorrect f4 until completing the resections. As a result, the resections had to be manually corrected to fit the implant. There was a major delay of more than 20 minutes as a result of this issue. The device DHR was reviewed and the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that the f4 jigs for two imprint cases were swapped - a size 5 right with a size 3 left. This error was discovered intra-operatively for sn (B)(4) (size 5 r case; size 3 l shipped). The surgeon did not realise they had the incorrect f4 until completing the resections. As a result, the resections had to be manually corrected to fit the implant. There was a major delay of more than 20 minutes as a result of this issue.